Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient has alleged sore nose and dry mouth. The device was returned and manufacturer could not confirm nose and dry mouth. Black contamination, consistent with keratin at the blower box was observed during device evaluation.